Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that an x-ray was ordered and the patient is being referred to a healthcare provider (hcp) for replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the battery was overdischarged for the third time and was now dead. There were no external factors that contributed to the event, and it was noted that the patient was not charging in proper intervals. The manufacturer representative (rep) attempted to perform a trickle charge in the doctor¿s office on (B)(6) 2017. They were unable to make any connection or get any response from the battery with the recharger, clinician programmer, or patient programmer. The patient noted that they had seen a couple of reps in the past to fix this same issue on multiple occasions. The issue was not resolved, and the patient was noted to be alive with no injury. It was unknown if a surgical intervention was planned.